Event description:
Covidien received info that after booting up the ventilator, the display screen on the ventilator turned green and was inoperable. The device was not in use on a pt when this event occurred.

Manufacturer narrative:
(B)(4).